Manufacturer narrative:
Employee df reported as asymptomatic. Pre-mobilisation testing was performed via polymerase chain reaction (pcr) on (B)(6) 2022. The pre-mobilisation test result was negative. Employee df deployed to offshore platform on (B)(6) 2022, without issue . During employee covid-19 monitoring, initial lumiradx sars-cov-2 ag pool test was performed on (B)(6) 2022, for a four-man work-party, using strip lot 6000811 (refer to MDR report number 3012642695-2022-000100, for additional pooled patient). The initial pool test result was positive. Individual secondary testing was performed immediately using lumiradx sars-cov-2 ag test, strip lot 600791. Secondary testing identified employee df, as the positive case. Follow-up individual testing was performed 6 hours later using lumiradx sars-cov-2 ag test, strip lot 600791. Follow-up test result was positive. Confirmatory testing was performed on (B)(6) 2022, via pcr, upon return to shore. Confirmatory test result was negative. Customer provided no further information related to the complaint incident. Review of available complaint data could not confirm that product and instrument use were consistent with related product insert guidance, as insufficient information was provided in relation to glove change protocols, product and instrument handling and cleaning practices or that swabs used for sample collection were validated for use with lumiradx sars-cov-2 ag test product. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported discordant result. Review of product risk assessment confirmed the applicable risk categories remain appropriate for the reported event. Review of manufacturing records identified that the reported strip lot met all defined qc criteria at the time it was released, and that in-house testing confirmed strip lot met expected performance criteria for use in the field. Review of trending data for discordant results was reviewed and the occurrence rate for the reported strip lot continues to demonstrate field performance within specification of product claims, relative to the quantity of strips in the field. Root cause determination: no definitive root cause has been determined for the reported discordant result based on the information currently available. However, there was insufficient data to confirm that instrument cleaning and gloving practices were appropriate to prevent the potential for cross-contamination, in addition the customer did not provide details of swabs used for sample collection, to confirm they were validated for use with lumiradx sars-cov-2 ag test product. Investigation conclusion and status of investigation: no further investigation is considered necessary at this time. This strip lot continues to demonstrate field performance within specification of product claims, relative to the quantity of strips in the field. Reports of discordant results for this lot will continue to be trended and reviewed, with action taken as appropriate in response to any adverse trends or events including a follow-up report.

Event description:
This is report 1 of 2 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient.